Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the alarm occurred twice about a week and a half ago. Customer gave a correction bolus with the pump and received a motor error alarm. Customer programmed a dual/wave and dual normal was recorded in the bolus history twice. Customer is unsure why. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer declined troubleshooting for bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.